Manufacturer narrative:
A lot history review (lhr) of revj0841 showed one other similar product complaint(s) from this lot number. The device has not been returned to the MFR, at this time, for eval.

Event description:
It was reported that when the nurse injected the drug from the device, she saw the liquid out through the skin insertion point of the catheter. The catheter was no longer connected to its tip, it was found in the brachial vein (radio and ultrasound). The withdrawal was made by vascular surgery under general anesthesia.